Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting no device found when trying to charge their implanted neurostimulator and when making therapy adjustments since about a week ago. Patient said it would happen maybe 6-8 times before the controller would find the implanted device. Agent walked patient through resetting the controller device. Patient confirmed no physical damage on recharger cord or pins. Agent had the patient clean and blow into the controller port. Patient attempted to start a charging session of their implant, and reported seeing reposition the recharger. Patient repositioned the recharger then saw recharging excellent, but only briefly as they then reported seeing 'no device found' again. Agent reviewed best recharging practices with the patient. Patient mentioned that their implant felt like a little lump in their back, not flat in the pocket. The patient was redirected to their healthcare provider to further address the issue if the issue persisted. Patient stated they had an appointment with their healthcare provider august 20th.